Event description:
It was reported that a patient had a right knee revision procedure approximately 11 years 8 months post the initial procedure. The patient stated they have osteolysis, requiring a complete knee revision. The patient further stated that the material on the patella was not removed due to its thinness (documented in another event), and they are still experiencing extreme pain. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: h10 the following sections were corrected: b5 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g4:510k. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6) 02-010-01-0320 - logic femoral ps cem right sz. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial right knee implanted (B)(6) 2010 and underwent a revision procedure in (B)(6) 2022, approximately 11 years 8 months post the initial procedure. The patient stated they have osteolysis, requiring a complete knee revision. The patient further stated that the material on the patella was not removed due to its thinness, and they are still experiencing extreme pain. No further information available.